Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom downstream occlusion alarm caused by an incorrectly installed downstream tubing gasket. The downstream tubing gasket was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm. It was also reported that there was no patient involvement.